Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ten days after the implant of this transcatheter bioprosthetic valve, an aortic dissection was reported. There were no complications during the implant procedure. The cause of the dissection was not reported. The patient died as a result of the aortic dissection.